Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the estimated battery longevity for the implantable pulse generator (ipg) was reducing faster than expected. The ipg remains in use. No patient complications have been reported as a result of this event.